Manufacturer narrative:
No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
The pump passed the volume accuracy test. No traces of moisture were noted at the electronic or motor assemblies per visual inspection.

Event description:
It was reported that the customer was hospitalized for high blood glucose. The customer stated that her insulin pump was going nuts and that she was experiencing high blood glucose at night and low blood glucose during the day. She had these issues since early the month prior. During nighttime, she reported high blood glucose levels within the 500 to 600 mg/dl range. She noted fogginess under her screen and complained of itchiness, sweatiness, and increased heart rate. The blood glucose reading at the time of hospitalization was between 450 to 550 mg/dl. She was vomiting, sick and in pain. She was treated with a manual injection and released with a blood glucose reading of 350 mg/dl. The drive support cap was observed to be recessed. The customer also had a low blood glucose reading of 59 mg/dl, which she treated with apple juice, then 45 mg/dl, which was treated with punch. She stated that the device never delivered the fixed prime amount. Advised replacement of the insulin pump.

Manufacturer narrative:
The insulin pump passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. The sensor feature worked properly. The device was received with cracked case at display window corners and cracked battery tube threads. The unit was received with a minor scratched display window. Pending results for delivery volume accuracy test and check for moisture damage inside pump.